Event description:
Additional information received reported that the resistance was in the mid-section of the catheter. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter placed at distal ica. The device was taken within catheter. The device went with lot of difficulty due to tortuous bend of proximal ica and cavernous bend. The pipeline device opened half and then it was not opening in mid segment. It was difficult to push the device because of the bend. Operator tried resheathing and deploying again but it didn't work. The pipeline was resheathed less than or equal to 2 times. The pipeline was positioned in a bend in the middle. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. There was difficult navigation. There was no friction during delivery of the catheter. For the benefit of the patient, the device was removed and case was abandoned. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The pipeline and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing flow diversion surgery for treatment of a saccular, unruptured aneurysm in the internal carotid artery (ica) with a max diameter of 35mm and a 18mm neck diameter. The access vessel was the ica with a diameter of 5.6mm. The landing zone was 4.7mm distally and 5.6mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The pru level was 250. The angiographic result post procedure showed no complication, aneurysm still filling.   Ancillary devices include a neuron mac sheath, neuron guide catheter, and traxcess guidewire.

Manufacturer narrative:
H3: product analysis #705761195: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline vantage and phenom 27 catheter were returned within the outer cartons; inside of a sealed bio-hazard bag and a shipping box. Damage location details: the tip coil appeared to be stretched. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. The middle section of the braid was not opened due to damaged braid.a kink was found at 6.0cm from the distal tip coil. No defects were found with the distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 7.0cm to 12.3cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline vantage and phenom 27 catheter were found damaged. In addition, the middle section of the braid was not opened due to damaged braid. From the damages seen on the catheter (accordioning), braid (fraying), tip coil (stretching), and pushwire (kinking); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance/retrieve the pipeline vantage through the catheter against resistance. However, the cause of failure to open and resistance could not be determined. Possible causes of failure to open and resistance include severe vessel tortuosity, damaged braid, difficult navigation, and lack of continuous flush with heparinized saline during delivery. Ls 2023-10-09 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.